Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were contacted by biomed, stating the arctic sun device was not heating and smelled of burnt electronics. Stated they would need to investigate this further and instructed them to have the customer reach out to technical support for further information collection.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a heater element failure. The device was evaluated upon receipt. Unit heated slowly due to heater element failure. Heater failure was isolated to 2 heating elements internal thermal fuses as measured with a digital meter to be open measuring. Heater was replaced. Reported smell of burnt electronics was unconfirmed. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were contacted by biomed, stating the arctic sun device was not heating and smelled of burnt electronics. Stated they would need to investigate this further and instructed them to have the customer reach out to technical support for further information collection. Per follow up information received on 01 nov 2024, it was reported that the sample received. No patient involved at the time of the malfunction.